Event description:
There was an allegation of questionable glucose hk gen.3 and cholesterol gen.2 results for 2 patient samples on a cobas c 503 analytical unit. The customer alleged that the low results produced were physiologically impossible and did not trigger any hardware alarms, which prompted them to repeat the samples. Sample 1 had a cholesterol result of 8.06 mg/dl. The repeat result was 250 mg/dl. Sample 2 had a glucose result of 5.34 mg/dl. The repeat result was 97.7 mg/dl.

Manufacturer narrative:
The cholesterol reagent lot number is 900693. The glucose reagent lot number is 889120. Calibration for glucose was last performed on (B)(6) 2025 and was within specification. Calibration for cholesterol was last performed on (B)(6) 2025 and was within specification. The qc recovery data provided was within specification. The field service engineer (fse) replaced the sample probe and performed qc successfully. The service maintenance actions performed by the fse resolved the issue.